Event description:
It was reported that a user experienced an ¿alert 60 ¿ ble board communication error¿ on the ilet, which cleared after the user powered the device off and back on; the alert did not recur during the subsequent observation period, and the user was instructed to call back if the alert returned. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included customer service troubleshooting and user education, with guidance to monitor for recurrence. Investigation of this case revealed that the device resumed normal function following a restart, consistent with a transient communication fault within the bluetooth module that self-resolved. It was concluded, based on previously established findings for similar reports, that a transient device communication malfunction was the probable cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.